Event description:
A malfunction alarm was reported for a pump. There was no adverse impact on the customer¿s blood glucose level. The pump was not resettable, so technical support confirmed the shipping of a replacement pump and instructed the customer to return the faulty pump using a prepaid label within 10 days. The customer was informed and acknowledged these instructions and will use multiple daily injections as a backup therapy to ensure continuous insulin delivery.